Event description:
It was reported the patient felt that the stimulation was too high since the day of call. The patient tried to connect to the implantable neurostimulator (ins) but was getting the poor communication screen. The patient was not able to adjust stimulation. It was noted the patient still had bandages on from the implant procedure and the ins site may be swollen. It was noted the stimulation was not painful just uncomfortable.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0clu8, implanted: (B)(6) 2013, product type: lead. (B)(4)